Event description:
It was reported that customer experienced battery life diminishing and battery depleting too fast, with no specific date or timeframe provided for the event. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, so no troubleshooting was performed and battery depletion concern could not be confirmed, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.